Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the tip of the catheter separated from the shaft during the procedure. The physician inserted the diagnostic catheter into the patient. The physician felt some resistance while inserting the diagnostic catheter through the sheath and while advancing into the iliac artery. At some point during the procedure, the tip of the diagnostic catheter about 2cm in length separated and remained inside the patient. The physician inserted a snare device and successfully removed the separated tip segment from the patient. The patient is reported to be fine.